Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error and the reservoir was lose sometimes . The customer's blood glucose level was unknown at the time of incident. Customer stated that the button of the insulin pump are sticky and mostly move up and down. Customer also stated that the insulin pump had no delivery alarm. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.